Manufacturer narrative:
Additional information has been requested and is currently not available. No trend considering the following event is identified: revision due to dislocation. As no lot number was provided for the device, the device history records could not be reviewed. An e-mail requesting missing device data information was sent to the complainant. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: it was reported that the patient underwent a revision procedure on (B)(4) 2015 and was revised a second time on (B)(4) 2015 due to dislocation. Review of received data: first revision operative notes (17 nov 2015) states that the patient had elevated metal ions within the blood stream. Despite some signs of osteolysis the stem remained implanted. The cup was removed without bone loss. Cup was then placed in about 20 degrees of anteversion. Utilizing 3 screws; however, the fixation of these were not great due to some osteoporosis. Different femoral heads were trailed and a 40mm biolox ceramic head (+0, m-taper 12/14) with a sleeve was chosen. The hip was checked and found to be stable. The patient was noted to have very poor external rotators in the soft tissue around the hip and the decision was made to keep the patient in the brace for an additional six weeks postoperatively. Due to the review of the operative notes it can be concluded that the implanted head must be a biolox option head, m, ø40/0, taper 12/14 of ref (B)(4). Second revision operative notes (28 nov 2015) states that the patient bent deep forward getting up from the toilet not wearing the brace and dislocated the hip. Patient's wife confirmed that the patient was being noncompliant with wearing the brace postoperatively. A simple closed reduction would not be enough given the patients lack of external rotators. Therefore, revision surgery took place. The patient was instructed to remain in the brace at all times. Devices analysis: no product was returned to zimmer biomet for in-depth analysis, according to the information received, the location of the product is unknown. Root cause analysis: root cause determination using dfmea: dislocation (short-term manifestation of harm) due to user error - joint laxity. Possible: it cannot be excluded based on the available information. Dislocation (short-term manifestation of harm) due to joint laxity due to limited head offset options. Possible: it cannot be excluded based on the available information. Dislocation (short-term manifestation of harm) due to no or inadequate labeling. Surgeon selects incorrect head offset. Possible: product is not returned for the investigation, therefore cannot be excluded. Conclusion summary: according to the reported event the patient underwent a revision surgery due to a dislocation of the hip after 11 days in-vivo time. Neither x-rays, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. There are contributing conditions related to the event. It is confirmed that the patient did not adhere to the rehabilitation protocol and did not wear the brace when the dislocation occurred. Moreover, another possible root cause is attributed to the reported patient's lack of external rotators, which could have lead to the dislocation. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a biolox option, head, m, 40/0, taper 12/14 on the right side on (B)(4) 2015. The patient underwent revision surgery on (B)(4) 2015 due to dislocation.

Manufacturer narrative:
The manufacturer did not receive x-rays nor the device for review and investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a biolox ceramic head (catalogue number unknown) on the right side on (B)(6) 2015. Due to dislocation the patient underwent revision surgery on the right side on (B)(6) 2015.